Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance in unipolar pacing configuration, high thresholds and a polarity switch from bipolar pacing configuration to unipolar pacing configuration had occurred at an unknown time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.